Event description:
Description of event according to initial reporter: patient anatomy before surgery: there was no problem with access route. (There is a relatively strong bend in the descending aorta.) No bend in the area directly above the sma (superior mesenteric artery) where zta-d-38-197-w1 was implanted. After implanting zta-p-38-217-w1 from zone 4, zta-d-38-197-w1 was deployed as usual just above the sma (superior mesenteric artery) , but the distal bare stent was not released. Eventually, the troubleshooting procedures were followed and distal bare stent was successfully released. Additional information received 13jun2023: he said that when he delivered zta-d-38-197-w1, the first one, zta-p-38-217, interfered and could not be delivered, so he switched to a through and through guidewire technique and delivered it, and that he thought the delivery system was slightly twisted during delivery (the inner and outer sheaths may have been twisted). The doctor wondered if the slightly twisted delivery system during delivery had something to do with difficulty in releasing distal bare stent. Additional information received 11sep2023: the zta-d was delivered after zta-p implantation, but it was not able to pass through the zta-p. The zta-d was removed because of the need for wire guide replacement, and was re-delivered when the through and through technique was ready. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) device is registered under PMA p140016. Summary of investigational findings: the zta-d-38-197-w1 (complaint device) was delivered after zta-p-38-217 implantation from zone 4, but it was not able to pass through the zta-p (related complaint). The zta-d-38-197-w1 was removed because of the need for wire guide replacement, and was re-delivered when the through and through technique was ready. Zta-d-38-197-w1 was deployed as usual just above the sma (superior mesenteric artery) , but the distal bare stent was not released due to difficulties with bottom cap removal. Eventually, the troubleshooting was performed and distal bare stent was successfully released. No adverse effect on the patient has been reported. The physician wondered if the slightly twisted delivery system during delivery had something to do with difficulty in releasing distal bare stent. Per the reported information, there was a relatively strong bend in the descending aorta, but the area just above the sma was straight and did not interfere with deployment operations. No imaging was provided, and no device was returned for evaluation. Review of the device history record gave no indication of the device being produced out of specification. It has not been possible to determine an exact cause of the reported event as the complaint device was not returned and no imaging was provided for evaluation. However, it can not be ruled out whether the slightly twisted delivery system could have contributed to difficult release of distal bare stent. An initial action was previously initiated to address difficulties with releasing the distal end of zta-d stent graft and is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.